Manufacturer narrative:
Visual and functional inspection of the returned instrument showed the broach handle to be within specification. A function test was performed, but it was not possible to recreate the reported fault. The instrument was found to function as designed. The manufacturing history record was found to be without deviation or abnormality. No other complaints of this nature have been filed on this instrument. Report filed (B)(4), 2011.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown.device evaluation in process. Upon completion of evaluation, a follow-up report will be sent to the FDA.this report was filed (B)(4), 2011.

Event description:
It was reported that during surgical procedure on an unknown date, customer noticed that the locking screw of the adaptor was broken. A delay in surgery or 45 minutes was incurred. No further complications have been reported.